Event description:
It was reported that during the procedure, the energy would not come out of the fiber. The connector that plugs into the laser melted and smoked. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, the energy would not come out of the fiber and the connector that plugs into the laser melted and smoked. The procedure was completed with another fiber without patient complications.